Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor was unable to insert a battery and would not power on. Upon evaluation, there was excessive physical damage to the monitor case and enclosure cover. The root cause of the damage is excessive physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it would not power on.